Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. It was known that the vessel was not tortuous, the user did not experienced difficulty during deployment and advancement. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. The instructions for use further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used'. 'Flush the inner lumen of the stent system with heparinized normal saline prior to use'. Regarding accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035" diameter guidewire of appropriate length', and 'predilation of the lesion should be performed using standard techniques'. Furtherly, the instructions for use state: 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. H10: b5, g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent placement procedure in the superficial femoral artery via femoral access, the tip of the deployment catheter was allegedly broken. Reportedly, the fragmented piece was able to be snared out and the stent did deploy correctly. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent placement procedure in the superficial artery via femoral access, the tip of the deployment catheter was allegedly broken. Reportedly, the fragmented piece was able to be snared out and the stent did deploy correctly. There was no reported patient injury.